Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain and allergies are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the orbital and lacrimal groove. Patient had another injection with juvéderm volift with lidocaine in the orbital and lacrimal groove 5 days later. About 4 months later, the patient said they felt micro swelling and pressure pain of the right inferior orbital. It was determined by the doctor that it had nothing to do with the injection and did not deal with the symptoms. A week later, patient returned to the clinic from abroad with symptoms of swelling on the right inferior orbital and was then treated with degrading enzymes. On the following month, the patient had no improvement when returning to the clinic and was again treated with degrading enzymes. The patient also had allergies found under the eye socket after going overseas. Patient still had an adverse reaction after treatment. This is the same event and the same patient reported under MDR ID #3005113652-2018-01040 ((B)(4)). This MDR is being submitted for the second suspect product, the 2nd injection with juvéderm volift with lidocaine, also a device manufactured by allergan.